Event description:
The ge oec 9800 fluoroscopy system had intermittent left (live) monitor issues where the image would be split or have horizontal lines running through it.

Manufacturer narrative:
A ge oec service rep investigated the issue, and found the interconnect cable was not seated in the lemo receptacle correctly. The interconnect cable was replaced as a precaution. The event log also showed issues with the fluoro functions pcb (ffb) that resulted in the ffb being removed and replaced as well as the ps1 power supply to correct the described issues and restore system functionality. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction that occurred during a procedure.